Event description:
The pt contacted lifescan and reported that their one touch ultra meter kept giving the error 2 message. Medical affairs specialist called and spoke with the pt, who provided additional information. The pt had been receiving the error 2 message for about 2 weeks. Pt was not able to test their blood glucose during that time, but had continued to take their set amount of oral medications (glucophage and actos). Pt had attempted to test on their meter everyday, but had persistently received the error 2 message on the display. Last thursday. Pt began to feel shaky and sweaty. Pt had taken their morning dosage of the oral medication "a couple of hours ago" without being able to test on their meter. (Pt had received an error 2 message). At the time of experiencing the symptoms, pt attempted to test again on the subject meter, but had received the error 2 message. Pt was taken to the emergency room by a family member, and the ER meter result was 307 mg/dl. Pt had also taken the subject meter to the ER and had the medical test on that meter as well. However, the meter again showed the error 2 message. Pt was placed on IV insulin and was released after two hours. Their medication regimen was not changed post release from the emergency room. During troubleshooting, it was verified that this was not a new product. The pt was asked to describe their technique, which was correct. The condition of their test strips was also good. Pt was asked to retest, but the issue was not resolved. When asked if pt tested with a test strip from a new vial, pt had already tried that, but was still not able to test. Based on the information provided, there is an indication that the product has malfunctioned since the issue was not resolved with troubleshooting. The pt also experienced a serious injury (ER result 307 mg/dl, symptoms, received treatment). It can be concluded that the malfunction likely contributed to the injury. The pt had attempted to test on the meter prior to, during, and after the event, but received the error 2 message every time. Pt "was able to get a result on the meter and if the blood glucose level was high", pt "would have sought treatment."